Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer reported that the device was recently exposed to a procedure with high magnetic fields. Blood glucose level at the time of the incident was not provided. Customer reported that he had a blood glucose level of 43 mg/dl on the day of the call, which was treated with juice. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error noted during rewind due to motor encoder out of phase. Unable to confirm e70 alarm due to motor error alarm. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.